Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -9.0/5.0/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. Refractive surprise was observed, the lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4).